Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device was stopped; however, someone stated they could still hear the power supply beeping. The hemopro continued to activate on its own and there was a significant amount of smoke in the tunnel. The harvester immediately removed the device from the tunnel and disconnected it from the power source. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The device will reportedly not be returned to maquet cardiac surgery for investigation.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be completed as the product lot number is unk. (B)(4).